Event description:
It was reported that the patient had a revision in 2005 and the revision became infected, so the implantable neurostimulator (ins) was explanted in 2006.

Manufacturer narrative:
Product ID: 3887-28, lot# j0012720v, implanted: (B)(6) 2001, explanted: (B)(6) 2006, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer. (B)(4).